Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the escape and act buttons. No button error alarm noted. J2 lcd connector was inspected and no anomaly was noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No battery icon anomaly noted during our testing. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected blank display noted during our testing. The insulin pump functioned properly. No moisture damage was noted on the motor assembly or electronic assembly noted during our visual inspection. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.